Event description:
It was reported that diminished vaporization occurred and while cleaning the tip, outside the patient, the tip came off. Analysis of the returned fiber identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist. There was no patient harm and no medical or surgical intervention required.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported that the identified distal circumferential fracture occurred due to elevated temperatures, near the laser beam output window. A distal circumferential fracture has the potential for forward firing; therefore, the reported event is confirmed. It is probable that the circumferential fracture occurred due to elevated temperature, near the laser beam output window. Analysis found that the metal cap exhibited severe debris adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glass cap detachment and circumferential fracture. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual examination of the fiber identified a distal circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge, and the glass cap was detached. The fiber proximal to the fracture could rotate independently of the metal cap. The glass cap exhibited moderate devitrification at output window. The metal cap exhibited severe charred debris adhesion on its surface indicative of prolong tissue contact. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no signs of breakage along the fiber body. The fiber connector passed the connector segment verification test. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed circumferential fracture is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.